Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I troponin results for an 80-year-old female patient who was in the emergency room. Sample 1 (B)(6) 2024 sid (B)(6) result was 546 pg/ml (sn (B)(6) at 8:00p.m.). The patient was transferred to the cardiology intensive care unit for monitoring (no other information available). Sample 2 (B)(6) 2024 sid (B)(6) initial result was <5.1 pg/ml (sn (B)(6) at 10:00p.m.), repeated on another instrument and the result was <5.1 pg/ml, sample 3 (B)(6) 2024 sid (B)(6) result was <5.1 pg/ml. (Customer cutoff 15.6 ng/l for women and 31.2 ng/l for men). Patient had a consultation about palpitation & chest tightness. No adverse impact to patient management was reported.

Event description:
The customer observed false positive alinity I troponin results for an 80-year-old female patient who was in the emergency room. Sample 1 (B)(6) 2024 sid (B)(6) result was 546 pg/ml (sn (B)(6) at 8:00p.m.). The patient was transferred to the cardiology intensive care unit for monitoring (no other information available). Sample 2 (B)(6) 2024 sid (B)(6) initial result was <5.1 pg/ml (sn (B)(6) at 10:00p.m.), repeated on another instrument and the result was <5.1 pg/ml, sample 3 (B)(6) 2024 sid (B)(6) result was <5.1 pg/ml. (Customer cutoff 15.6 ng/l for women and 31.2 ng/l for men). Patient had a consultation about palpitation & chest tightness. No adverse impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. The lot search indicates that the reagent lot performs as expected for this product. Return testing was not completed as returns were not available. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. Labelling was reviewed which adequately addresses the current issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data. Review shows that the median of the patient results obtained for the complaint lot(s) are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot(s). Per the expected values section in product labeling, the 99th percentile cutoff for male patients in the age range of 21 to 73 years is 34.2 pg/ml and the 99th percentile cutoff for female patients in the age range of 21 to 75 years is 15.6 pg/ml. Abbott has not established expected ranges for patients of 80 years of age. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. Further, a systemic issue and/or product deficiency was not identified.